Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent inadequate apposition, myocardial infarction and stent thrombosis occurred. The patient was presented with st segment elevation myocardial infarction (stemi). The target lesion was located in the long, tampering left anterior descending artery (lad). After a synergy¿ stent was implanted in the lesion, the proximal end of the stent was post dilated with a 3.5mm balloon catheter. After post dilation, the physician was unsure if the stent was apposed to the vessel wall and contemplated using a 4.0mm balloon catheter but was decided not to post dilate any further and completed the case. However, four hours later, the patient experienced stemi and developed a thrombosis in the proximal part of the stent. The physician then rewired the vessel and post dilated with a 4.0mm balloon catheter and the procedure was completed. No further patient complications were reported. The patient's symptom were immediately better and the patient's status was okay.